Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on anterior side assessed as unidentified (tear) opening (no shell thickness due to opening is under plug strap.). ¿ other-technical: brown particles observed inner the valve. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported on the rga "hole in valve" and particles in valve." Device has been explanted and not replaced at this time.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, "hole in valve".

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported on the rga "hole in vale" and particles in valve." Device has been explanted and not replaced at this time.